Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during an endovascular aortic repair of a ruptured aneurysm in the right common iliac artery. It was reported that during the index procedure that the bifurcate was prepared as per the instructions for use (IFU) . The deployment of the endurant iis main body stent went fine, but during release of the suprarenal stents, one of the stents remained trapped in the delivery system and did not get contact to the aortic wall. This suprarenal stent was still captured by the tip capture mechanism. The retrieval of the delivery system was incredibly difficult, and the suprarenal stent bent into the prosthesis lumen, causing dislocation of the entire prosthesis approximately 2-3 cm distally. The suprarenal stent remained invaginated. The main body delivery system was eventually removed from the patient's body. The procedure was completed successfully with the main body and several limbs placed in the iliac arteries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received; it was confirmed that no interventional treatment was required for the bent suprarenal stents and migration. The index procedure was an emergency procedure and the patient was successfully treated. There was no proximal or distal endoleak observed. There was no neck angulation or vessel morphology that contributed and the aortic vessel tissue was healthy. The physician is an experienced surgeon and struggled with getting one suprarenal stent disconnected from the tip capture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.